Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 3/29/2024. The event log was reviewed, and there was a line that indicates an abrupt power off took place. Line 62 has a log_event_on without a log_event_off before it. It took place 15 hours into an infusion. During functional testing, the reported problem was duplicated. A new 100 ml infusion abruptly powered off once it started without any alert or alarm. A new battery was then put into the pump, battery reset was completed, and a new 100 ml infusion ran until completion without another abrupt power off taking place. The root cause for the failure is a depleted battery. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/28/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.